Event description:
The reporter contacted animas on (B)(6) 2012 alleging that she experienced elevated blood glucose (bg) of 340 mg/dl without symptoms of hyperglycemia. The patient reported treating the elevated bg with a correction bolus via the pump. One hour after the correction bolus, the patient reported her bg had come down to 267 mg/dl without symptoms. The patient alleged that over the past two days, the pump would reboot without warning; when she moved the pump, the pump would power off. The patient stated that she recently changed the battery cap and the cartridge cap. The battery cap reportedly secures to the pump without the yellow o-ring visible. The patient denied trauma to the pump. There were reportedly no replace battery alarms or associated alarms in the pump history. The patient stated that multiple new batteries from several different packs were tried in the pump without improvement. The patient denied moisture exposure or cracks in the casing. The patient reported she was going to discontinue insulin pump therapy and begin on her backup plan. The reported bg excursion does not meet the criteria for a reportable adverse event. This complaint is being reported because the alleged intermittent power loss remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. On examination, there was no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A new test cap was used for testing and was able to be properly attached to the pump. The pump was exercised for 24 hours without any power interruption. The pump cover was removed for investigation and did not reveal any evidence of internal moisture of damage. The power complaint was not able to be duplicated during investigation.